Event description:
It was reported that the asymptomatic patient presented to the clinic for normal follow-up. Externalized conductors were observed on the lead via diagnostic image. No electrical anomalies were detected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.